Event description:
Info rec'd indicates the plastic is stripped which holds the siderail to the mounting bracket, causing the right head and left foot siderails to be loose.

Manufacturer narrative:
The technician replaced the right head and left foot siderails to repair the bed.